Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Knee surgery. During positioning of the cutting-guide the threaded pin jammed. Threaded pin could not be removed. The abrasion fallen into the patient, required flushing of the surgical site. Surgical delay of 5-10 minutes. Surgery successfully completed. Additional component reported in med watch 3005673311-2016-00049.

Manufacturer narrative:
Component from medwatch report 3005673311-2016-00049 evaluated with the device for this report. The pin is jammed in the hole of the saw guide, most likely due to a cold welding of the components. The device was visually analyzed. The pin is firmly fixed in the hole. The other two holes exhibit light abrasions and wear marks from the thread of the screw of the pin (np583r). The edges of the holes do not appear to have a very large radius. The tip of the pin is damaged. The pin was fixed in a vice and the saw guide turned to release the two components. Wear debris appeared when the pin was removed from the hole. The pin exhibits cold welding 4 mm behind the screw head. The hold of the saw guide exhibits cold welding 1 mm behind the edge of the hole. The pin can be inserted into the other holes from both ends. The gap is large enough and there does not appear to be a problem with tolerance. The hole where the pin was stuck is at an angle, which is not visible from above. The most plausible cause of this damage is that the surgeon inserted the pin at an incorrect angle and the sharp tip of the pin damaged the inner surface of the hole. The surgical technique does not explicitly describe that the pin must be inserted into the hole prior to drilling. This would prevent the tip of the pin from damaging the saw guide. There is no indication for a manufacturing error or material defect. The most likely cause of the failure is user error. The device was manufactured in 2014. Apart from the apparent cold weld the device is in good condition. The design and device quality were therefore not a cause of the problem. A CAPA (B)(4) has been opened for the same problem with a saw guide of different material number.